Event description:
The customer reported an over-infusion to an adult patient. The primary rn stated that a secondary antibiotic infusion infused at a faster rate than what was programmed on the pump. The antibiotic was programmed to infuse over 30 minutes, but it was done in 15 minutes on (B)(6) 2019. The primary infusion was 1000 ml of an unspecified solution. There was no harm.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed or replicated. Review of the pcu error log showed no recent errors. The customer reported an event date of (B)(6) 2019. However, the log review showed device most recent use was (B)(6) 2019. At 9:46:53 am, the suspect pump (s/n (B)(4).programmed a primary infusion of guardrail IV fluids- IV and a secondary infusion of 100ml of cefepime 1000mg/100ml (drugid 43) at a rate of 200ml/hr. The suspect device alarmed four (4) times for patient side occlusion before device and pcu were channeled off at 10:03:48 am. Total volume infused was 7.928ml. The investigation could not determine why the infusion was terminated prior to completion of the programmed infusion. Testing and inspection of the returned pcu, and lvp found no malfunctions and to be infusing within specification. The customer did not provide the event administration set for investigation. The root cause of the reported over infusion was not identified.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported an over-infusion to an adult patient. The primary rn stated that a secondary antibiotic infusion infused at a faster rate than what was programmed on the pump. The antibiotic was programmed to infuse over 30 minutes, but it was done in 15 minutes on (B)(6) or (B)(6) 2019. The primary infusion was 1000 ml of an unspecified solution. There was no harm.